Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, leakage - probably fracture.

Event description:
Additional information received indicated implant was empty and pump was depressed - must have had a leak.

Manufacturer narrative:
A titan otr pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation within an area of confined abrasion in the exhaust tube of cylinder 2 near the strain relief. Testing revealed this to be a site of leakage. A partial separation within an area of confined abrasion was noted in the exhaust tube of cylinder 1 near the strain relief. Testing revealed this not to be a site of leakage. A partial separation within an area of confined abrasion was noted in the inlet tube of the reservoir near the strain relief. Testing revealed this not to be a site of leakage. Partial separations within abrasion were noted in both exhaust tubes and in the inlet tube of the pump. Surface abrasion was noted on the exhaust tube of cylinder 2. No functional abnormalities were noted with cylinder 1, the reservoir or the pump. Based on quality's examination, quality concluded that while in-vivo both the exhaust tubes and inlet tube positioned themselves in such a way that caused them to overlap and abrade against one another. Quality further concluded that this positioning, in combination with device usage over time, could cause the exhaust tube of cylinder 2 to kink onto itself, abrading enough to cause a separation in the tube. A separation of this type would then allow the loss of fluid, making the device inoperable. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 3087593.